Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR willbe submitted accordingly.

Event description:
It was reported, a 72 yo male patient, initial right knee implanted on an unknown date, underwent a revision procedure in (B)(6) 2025. The surgeon did a poly insert and a patella exchange due to the patient experiencing pain and instability in the right knee. Upon further examination of the implants once removed, the knee poly insert had some subsurface delamination on the medial side along with some delamination on the patella causing some synovitis. Knee insert was swapped for a 4x13 activit-e poly insert and a activit-e 41mm round patella. There was device breakage, but no fragments fell into the wound site, and all fragments, parts, and pieces were removed. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for return. The hospital does not release the explants. Device images were provided. No further information. This is 1 of 2 reports for this event.